Manufacturer narrative:
The impella cp optical was received and a failure investigation was completed. Other than a possible purge gap blockage, no physical abnormalities were noted. A simulated use test was performed and the device had operated as intended. Upon examination of the pump, after the test run, biomaterial was found in the outflow cage. Investigational findings suggest the patient's reported hemolysis was caused by ingested biomaterial within the pump.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support and inserted without issue. During use of the device, the patient exhibited red urine that could not be resolved with normal troubleshooting attempts. After approximately 6 days, the device was prematurely removed. An impella 5.5 was then placed without further issues reported.